Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd phaseal¿ injector the needle would not retract. The following information was provided by the initial reporter: a chemotherapy drug had finished being drawn up for the patient administration. The needle did not safely retract as expected. A second protector and syringe using only flush (nacl) this time, experienced the same outcome with the needle not retracting safely. A new box with a different lot number were tried and were successful at safely retracting the needle to perform chemotherapy. All other pieces with this lot number had already been previously used with no malfunctions noted. Additional information obtained from customer: customer confirmed it was the phaseal injector product that was malfunctioning. The needle would not retract. Material/catalogue number: ref number:(B)(4).

Manufacturer narrative:
H6: investigation summary: photos received by our quality team for investigation. Through visual inspection of the picture sample, the cannula was observed exposed and the grips of the safety sleeve were out of place. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. A device history review was performed for lot 2207006 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Five retained samples were used for additional evaluation. No damage or other defects was observed on any of the product. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. Liquid was aspirated from the vial, disconnecting the injector from the protector and repeating the process three times. In all cases, the product functioned properly and there were no issues observed between the connection of the injectors and protector. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulled it straight back and it cannot be forcefully engaged. It has been determined that this incident most likely occurred due to improper use. The instructions for use must be carefully followed when using the phaseal devices. Retraining is recommended to prevent this issue's reoccurrence. Complaints received for this defect will be monitored by our quality team.

Event description:
It was reported that during use with bd phaseal¿ injector the needle would not retract. The following information was provided by the initial reporter: a chemotherapy drug had finished being drawn up for the patient administration. The needle did not safely retract as expected. A second protector and syringe using only flush (nacl) this time, experienced the same outcome with the needle not retracting safely. A new box with a different lot number were tried and were successful at safely retracting the needle to perform chemotherapy. All other pieces with this lot number had already been previously used with no malfunctions noted. Additional information obtained from customer: customer confirmed it was the phaseal injector product that was malfunctioning. The needle would not retract. Material/catalogue number: ref number: 515003.